Event description:
Device malfunction: premature deployment. Time of malfunction: during preparation. Symptoms/ae: none. It was reported that during device preparation for an iliac artery stenting procedure the stent tip was noticed as having prematurely deployed. The physician attempted to use it in this condition but the stent would not load on the wire and the device never entered the body. Another stent was used successfully. There were no reported adverse patient effects. Though requested, no additional information is available.

Manufacturer narrative:
The device was received. Investigation is not complete.